Event description:
Related manufacturer reference number: 3006705815-2022-18283 and 3006705815-2022-18284. It was reported the patient is not receiving effective therapy due to high impedances after a motor vehicle accident. Upon explant, it was confirmed that the ipg was dented/damaged. As such, the entire system was explanted and replaced.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.